Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, as the surgeon went from using 5mm instruments in the trocar to 12mm instruments in the trocar, the floating seal assembly would get "stuck" to the side and this would not allow him to introduce the devices without first manually shifting the floating seal assembly back to the neutral center position. He manually shifted the seal assembly back to proper position as needed and was able to complete the case. Please note that it did not happen every time but only occasionally. There were no adverse consequences for the patient.